Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's father reported that his daughter's blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) after wearing the pod for more than 48 hours on the arm. It was reported that the patient had ketones of 2.4 mmol/l (43 mg/dl). Upon further inspection of the pod (after it was removed), it was noted that the pink slide insert had not moved forward into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. To treat the patient's elevated bg levels, a correction bolus was delivered through the use of an insulin pen, and a new pod was applied.